Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an procedure to treat right atrial flutter, a intellamap orion catheter was selected for use. It was reported that the catheter splines were fractured after manipulation by the physician while the catheter was out of the patient's body. The device was exchanged and the procedure was completed successfully.

Event description:
During an procedure to treat right atrial flutter, a intellamap orion catheter was selected for use. It was reported that the catheter splines were fractured after manipulation by the physician while the catheter was out of the patient's body. The device was exchanged and the procedure was completed successfully.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported observation of fractured splines was confirmed through investigational analysis. The intellamap orion catheter was returned to boston scientific for analysis. Visual inspection noted a severed spline at the proximal location. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.